Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 24-feb-2020, UDI#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s device was not working as well as before. An impedance checked showed >4000 ohms on all combinations. The patient did not report any falls or accidents. The patient then had a surgical procedure on (B)(6) 2019 (device registry indicates a date of (B)(6) 2019) where the lead was replaced with a new one. The issue was reported as resolved. The customer was notified the explanted product should be returned but it was discarded by them. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on may 14, 2019 reported that they or the physician had any further insight into the cause of the high impedance issue. There were no further complications reported or anticipated.